Event description:
The pt experienced a burning sensation at the implantable neurostimulator location. The burning sensation occasionally occurred when the stimulator was off and could be recreated with palpation. All impedance readings were normal. There was no known incident or accident related to the complaint. The pt was at the clinic at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.